Manufacturer narrative:
Article citation: ¿evaluation of bleb morphology and reduction in iop and glaucoma medication following implantation of a novel gel stent.¿ by fea, antonio maria, et al., journal of ophthalmology, vol. 2017, 2017, pp. 1¿9., doi:10.1155/2017/9364910. The reported events of "failure for one eye," underwent needling, and underwent trabeculectomy due to poor iop control are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Requests for further information had been made. The author has not provided any additional information at this time. Device labeling: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. The postoperative adverse events reported during the course of the pivotal clinical study through the 12-month visit: needling procedure 7 21 (32.3%) - in (B)(6) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results.

Event description:
In the article, "evaluation of bleb morphology and reduction in iop and glaucoma medication following implantation of a novel gel stent" published in the journal of ophthalmology, vol. 2017 (20 june 2017), pp. 1¿9, the authors report the events of "a failure for 1 of the 12 eyes (8.33%)" at 6 month postoperative, "six eyes required needling: 3 at 1 month and 3 at 6 months," and "one patient underwent trabeculectomy due to poor iop control nine months after stent implantation". The sides of the affected eyes are unknown. It is unknown if the device has been explanted. Bak-free fluoroquinolone was prescribed during the first week postoperative. Prednisolone acetate 1% or equivalent, or difluprednate 0.0% without bak, in a tapering dose was prescribed 1-12 weeks postoperative.